Event description:
On 1/7/98, source called nellcor puritan bennett to report one of their vents had stop cycled without an audible alarm while on a pt. However, there was a low pressure/apnea light flashing. Pt had to be bagged. Dealer was unable to reset.